Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Patient came in after a couple of days post PICC placement as it was discovered that the PICC had a hole in the lumen. As a result, the patient had to have another PICC reinserted.